Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination and review of media provided by the customer revealed that the device packaging has a foreign material inside.

Event description:
It was reported that the packaging contains a foreign object. The 90% stenosed target lesion was located in the severely calcified artery. An encore advantage 26 0452701 was selected for shunt percutaneous transluminal angioplasty. During preparation, it was noted that the inner packaging contains a foreign object. The procedure was completed using this device. No complications were reported.

Event description:
It was reported that the packaging contains a foreign object. The 90% stenosed target lesion was located in the severely calcified artery. An encore advantage (B)(6) was selected for shunt percutaneous transluminal angioplasty. During preparation, it was noted that the inner packaging contains a foreign object. The procedure was completed using this device. No complications were reported.